Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was too blunt to make the incision during surgery. An alternate knife was obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package for the report of blunt. The received sample was labeled with a lot number different than what was reported. The sample was evaluated and a lot history review was performed against the received lot as well as the reported lot number. The sample was visually inspected and was found to be conforming. A valid penetration test result could not be obtained due to damage that was accidentally incurred to the blade in preparation for the penetration testing during the sterilization process. A review of the related device history records for the reported lot number, as well as the lot number on the received blister package, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are (B)(4) additional complaints with the lots associated with the reported issue. The sample was damaged prior to functional testing however, the returned sample was found to be visually conforming. A blunt blade, as described in the complaint, cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the blade was manufactured to specifications based on the evaluation done by the investigation site. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).